Manufacturer narrative:
(B)(4). Film evaluation results are: review of CT¿s from 44 months post-implant reveled that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal artery. The bifurcate proximal od measured 29mm, and was seen placed from the left side and implanted distally into the left common iliac artery. The contra limb was implanted distally into the right common iliac artery. The max diameter aaa measured 4cm and no endoleak was seen. Thrombus was seen lining the wall of the bifurcate aortic body, and beginning at the flow divider the contra/right limb was completely occluded. The left/ipsi limb was patent. Distal right leg flow resumed at the right iliac artery bifurcation. No significant limb compression or any noticeable stent graft kinks were observed. Near the level of the flow divider the aorta measured 25 x 31mm; the occluded contra limb ID was ~11mm and the ID of the patent ipsi limb was 12mm. At the level of the gate, the minimum contra limb ID and ipsi limb ID were both 11mm. Just distal to the gate the occluded contra limb ID opened up to 14mm. The distal aortic diameter was 28mm, and the 10mm od contra limb measured 8mm and remained at ~8mm ID within the right common iliac artery. The rcia was noted to be calcified along its length, and the right iliac bifurcation was significantly calcified. The iliac arteries were non-tortuous, and both the right and left external iliacs were 6 ¿ 7 mm in diameter with areas of calcification noted. No other stent graft issues were observed. The exact cause of the occluded right limb and thrombus within the aortic body could not be determined from the films provided. No obvious stent graft compression or kinks were observed that could explain this event. The anatomy at implant and earlier post-implant films were not available for review and comparison, and the blood flow dynamics could not be assessed from the CT¿s provided. This may have been caused by a patient condition: poor distal runoff possibly related to the observed calcified iliac arteries, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant stent graft system was implanted in the patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a right ipsilateral limb occlusion. Per the physician, the cause of event was unknown. The physician performed a fem-fem bypass and the event resolved. No additional clinical sequelae was reported and the patient is fine.